Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The previous device was removed and replaced with an ipp. No information about the patient's outcome was provided. Additional information received. The previous ipp was replaced due to it would not inflate. The specific device malfunction is unknown. The patient had a good outcome and is healing.